Event description:
It was reported that the implantable cardioverter defibrillator exhibited a diagnostic anomaly. The device was explanted and replaced. The patient condition was unknown. Further information was requested but not received.